Event description:
Allegedly, the driver tip broke during surgery.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the device returned. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.